Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, an end tone was heard, but the device would not seal. There was no regrasp alarm heard. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, from the beginning of a laparoscopic hysterectomy, many of the seals were not safe or tight, thus needed to be corrected even though end tones were heard. The user was experienced with the device and followed the activation tones to fruition. The procedure was safely completed and no harm came to the patient.